Manufacturer narrative:
(B)(6) reports that no further investigation will occur at this time. However, it will continue to monitor the rate and pattern of occurrence, and may re-open the file as appropriate. The medtronic (B)(4) office is attempting to retrieve the instrument for analysis. If the instrument is returned, additional information will be submitted on a supplemental MDR. There were no reported adverse consequences to the patient, or any delay in the surgical procedure. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. The reported product is being used for treatment and not for diagnosis. If any additional information is made available or when the product is returned for analysis, a supplemental 3500a will be filed.

Event description:
This report was forwarded from (B)(6) the (B)(4) facility. The report indicates at the beginning of an endoscopic sinus procedure, the instrument tip fractured in the patient's sinus. The surgeon retrieved the tip from the sinus as soon as it happened, without the need for additional surgical procedures or equipment.

Manufacturer narrative:
(B)(6) reports that no further investigation will occur at this time. However it will continue to monitor the rate and pattern of occurrence, and may re-open the file as appropriate. The medtronic (B)(4) office is attempting to retrieve the instrument for analysis. If the instrument is returned, additional information will be submitted on a supplemental MDR. There were no reported adverse consequences to the patient, or any delay in the surgical procedure. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. The reported item this product being used for treatment and not for diagnosis if any additional information is made available or when the product is returned for analysis a supplemental 3500a will be filed. MDR 1045254-2011-00007 was submitted on (B)(4) 2011, and the following is a supplemental to that report. The instrument was returned on (B)(4) 2011. A visual examination of the returned product revealed the tip was broken off approximately 8.32 mm from the tip. A magnified view of the broken sections of the tip revealed a chip had been broken out of the blade. Also noted were dents and notches along the blade edge. This would indicate the tip was damaged prior to the reported break.